Event description:
It was reported that a patient had a revision done to move the battery/extension from the right side of the body to the left because the patient was having cramping in their mid-back. It was believed to be unrelated to the neurostimulator. It was also reported that the patient's device was in overdischarge and the device had not been used for one year. Patient stated it 'took too long to recharge' and did not 'want it.' The plan was to implant another rechargeable. It was unknown if the lead was intact or if the patient felt stimulation prior to overdisharge event. At the time of surgery overdischarge could not be confirmed because the battery was dead. The stimulator had not been charged in about a year. The surgeon implanted a new battery on the left side and replaced the extensions. It was reported that the patient was receiving effective therapy and there were no devices to return.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4).